Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a guide wire. The customer reports she accessed the vein for a closurfast procedure, and had the wire and sheath in the pt. She then proceeded to remove the introducer and wire, leaving the sheath. After she removed both, she inspected the wire and noticed it had broken off. The floppy distal portion had broken off in the pt's leg. She tried to retrieve it and was unsuccessful. Pt sent to ER, where removal in the hosp was successful.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.